Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Pt has requested the implants. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "revised due to cup loosening."